Event description:
Arrhythmia analysis software labeled patient ventricular tachycardia (vtach) as a couplet. The patient's vtach episode lasted approximately 4 seconds.

Manufacturer narrative:
Evaluation summary: the device is a centralized patient monitoring system with cardiac arrhythmia analysis software. The purpose of the arrhythmia analysis software is to analyze patient cardiac ECG waveform morphologies in real time and indicate and alarm for various cardiac conditions including potentially life threatening arrhythmias such as ventricular tachycardia (vtach). The actual device was not returned by the user facility as it is an installed system. However, the patient wave form snapshot printouts from the event were faxed to welch allyn for analysis. The waveform data are sufficient to confirm the customer's claim that the system failed to recognize an actual vtach event. We indicated conclusion code 58, software/firmware caused event, in block h6 because a limitation in the arrhythmia analysis software in relation to this patient's specific ECG morphology caused the missed vtach event. There was no patient harm or missed opportunity for timely therapy that resulted from this event. This particular patient's ECG morphology during the vtach had high amplitude, particularly on lead ii. High amplitude on the ECG means that the ECG voltage differences measured between the ECG leads were much higher than normal. The result is that the ECG waveforms railed out so that the bottoms of the vtach waves were clipped off much like they could be if the patient coughed or otherwise made sudden movements. Patient movement that causes high amplitude ECG waveforms such as this is common in our use model and is generally labeled as noise. In this case, the labeling of the couplet over rode the noise indication, so noise was not called. It is our conclusion that the system would have recognized the vtach event if the waveform amplitude had been closer to the normal range.